Event description:
It was reported by a physician that a vns patient¿s generator was showing 25% battery life remaining, and the physician was surprised the generator was showing 25% as it had only been implanted for two years. Settings were provided as 1.50ma/15hz/250us/30sec on/1.8min off/ 1.625ma/250us/60sec // 1.50ma/250us/60sec on. The physician did not provide or indicate that diagnostics had been performed. Review of the manufacturing records for the device identified that it was laser routed. Additional relevant information has not been received to-date.

Event description:
Analysis was completed for the returned generator. The reported premature end of life was duplicated during analysis. The end-of-service warning was set, and would not reset. Therefore, the system diagnostics and final electrical test could not be performed. With the pulse generator case removed and the battery still attached to the printed circuit board assembly, the battery measured 2.015 volts, confirming an end-of-service condition. The downloaded data revealed that 24.264% of the battery had been consumed. The battery was removed. Electrical test results show that the printed circuit board assembly failed several electrical tests. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the printed circuit board assembly. Based on the electrical test results, the contamination that was observed on the trimmed edge of the printed circuit board assembly suggest probable electrical paths were established between the copper edges on the trimmed edge of the pcba. Remaining residual material after the ¿test tab¿ removal manufacturing process resulted in increased current consumption that was out-of-specification for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegations of premature end of life.

Event description:
Generator replacement surgery occurred and the explanted device was received by the manufacturer. Analysis is underway, but has not been completed to-date.

Event description:
Additional data was received, and review of the data was performed. On (B)(6) 2017, the percent of battery consumed was 12.141% and the battery voltage was 2.892 volts. The measured battery voltage was not consistent with the percent of battery consumed and is consistent with the battery depleting prematurely.